Event description:
It was reported that the lead was explanted due to malfunction/crush. Additional information was subsequently received, alleging the plaintiff suffered physical and other injury, as a result of the recalled lead. "In 2007, [plaintiff] experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; proximal segment returned.